Event description:
It was reported that a user experienced elevated blood glucose after lunches consisting of sandwiches while using the ilet bionic pancreas, with the user noting plans to try half sandwiches and to discuss meal announcements with their care team; the user reported being advised to use usual announcements during the first week and recorded a highest glucose of 226 mg/dl, with readings above range for a couple of hours and no backup therapy or professional intervention. Symptoms included no acute complaints or adverse clinical effects. Outcomes included transient hyperglycemia without hospitalization or additional assistance. Investigation included complaint intake, troubleshooting, and user education regarding meal announcements and carbohydrate impact. Investigation of this case revealed no device alarms or functional malfunctions and no component issues, and the event was assessed as hyperglycemia with an unclear cause possibly related to meal content and announcement strategy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.